Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the implantable cardiac monitor (icm) is partially sticking out of the skin and that one electrode is visible. It was further reported that there may be an infection. The icm remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the implantable cardiac monitor (icm) is partially sticking out of the skin and that one electrode is visible. It was further reported that there may be an infection. The icm remains in the patient. No further patient complications have been reported as a result of this event.